Event description:
While helping another nurse with an IV pump that kept beeping "air in line", the nurse took the tubing out of the pump and ran her fingers down the tubing connections. The tubing became disconnected from the mainline squirting chemotherapy on the nurse's arms, hands, face, chest, and leg. Manufacturer response for set, administration, intravascular, alaris, versasafe (per site reporter). The manufacturer has requested that the tubing be returned to them for evaluation. We are waiting on shipping containers and labels to send the tubing to them.